Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event, treatment, patient hospitalization, patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that approximately two months after the initial event onset, the pd fluid was still cloudy and the patient was taken to a renal unit for treatment with unspecified antibiotics and flushing of the pd catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that after three weeks from the onset of event, the patient was hospitalized. At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.